Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experience hyperglycemia and they replaced insulin pump already because they think it was not working properly. The customer¿s blood glucose level was over 600 mg/dl, 400 mg/dl and had ketones. Customer states they changed the bottle of insulin and blood glucose level was 209 mg/dl and stop giving the bolus from insulin pump. Customer states at the time of lunch blood glucose level was 120 mg/dl, they gave a bolus then blood glucose was up again 200 mg/dl. The customer¿s blood glucose level was 384 mg/dl at time of incident and current blood glucose level was 421 mg/dl. Customer assisted with troubleshooting for high blood glucose. The customer was treated with manual injection foe high blood glucose. Customer states they performed a self-test and insulin pump passed. Customer states leak in the tubing. Customer states the tubing did not come apart. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports insulin did not exit at the quick release. The device will be returned for analysis.